Event description:
Kimberly-clark received notice on 07/22/1998 alleging that on 04/30/1998 pt was diagnosed with toxic shock syndrome. Reported symptoms were fever, rash, irritated vagina, pain in the right arm & flu-like symptoms. Pt was allegedly using kotex reular & kotex super absorbancy menstrual tampons when she became ill. Pt has recovered.